Event description:
It was reported, "a nurse was attempting to insert a midline catheter into a patient's arm. She was having trouble advancing the catheter and something didn't feel right. She and another nurse who was standing nearby heard an audible unusual click. She decided to remove the catheter and make another fresh attempt. When she was withdrawing the catheter she felt resistance trying to remove it from the patient's skin. A strong pull removed it and it was noted that the guidewire had exited the side of the catheter about one inch from the tip was coiled into a small knot." On 3/23/2023 additional information provided: "the only complication was that the catheter was a bit difficult to remove as there was a small 'knot.' The nurse said the patient tolerated the removal well with no injury. Event did not involve an urgent/life threatening medical situation. Wire did not break into two or more pieces; no pieces were retained in patient all fragments were removed from the patient. No imaging was taken. There was no patient harm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported, "a nurse was attempting to insert a midline catheter into a patient's arm. She was having trouble advancing the catheter and something didn't feel right. She and another nurse who was standing nearby heard an audible unusual click. She decided to remove the catheter and make another fresh attempt. When she was withdrawing the catheter she felt resistance trying to remove it from the patient's skin. A strong pull removed it and it was noted that the guidewire had exited the side of the catheter about one inch from the tip was coiled into a small knot."